Event description:
The customer called and stated that they received a low reservoir alarm on their pump. It was indicated that the customer had changed out the entire set earlier that evening. At the time of the call, their bg was normal. The customer believes that the pump delivered all of the insulin into their body. In addition, the customer conveyed that their pump will only go to rewind mode after they tried to prime. During the call, the technician dispatched the paramedics to assist the customer and stayed on the phone until the paramedics arrived. The next day, the customer called back and reported that they were admitted at the hosp for low blood sugar levels and they were still unable to prime the pump successfully. The customer was advised that a replacement will be sent to them.